Event description:
In 2005 the pt was treated for a traumatic transection of the thoracic aorta with the gore tag thoracic endoprosthesis. A follow-up angiogram revealed that the proximal end of the device appeared to be compressed and the pseudo aneurysm was not occluded and filling with blood. Eight days later, a re-intervention took place and a gore tag thoracic endoprosthesis was implanted in an attempt to open the initial device and obtain adequate seal to stop the pseudo aneurysm from filling. Final angiography showed the aneurysm was occluded and the initial device was opened. Approx 36 days later, computed tomography imaging showed the pseudo aneurysm to be occluded and the proximal end of the device to be open. Six mos later, a follow-up computed tomography image showed that the proximal end of the device had once again compressed. A month later, a cordis palmaz stent was deployed proximally to open the tag device. The next day, a follow-up angiogram showed good blood flow through the aorta and the pseudo aneurysm to be occluded. Films have been sent to gore for evaluation.

Manufacturer narrative:
H3: the device remains implanted in the pt. H6: a review of the manufacturing paperwork is being conducted.